Event description:
A 1000cc bag of IV fluid containing chemotherapy drug started per IV pump. At 1:30 pm on 2/29/96 rate set at 42cc/hr. Discovered at 9:15am 3/1/96 to have infused only +- 200cc. Pump cleared at 10 pm (306cc) and at 6am (353cc). Tubing was used with another pump and delivered properly. Tested pump in house and could not duplicate problem. Sent to MFR who also could not duplicate problem.